Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. B3 - date of event: unknown; no information has been provided to date. D4 - primary UDI number: di is unknown additional reporter details: (B)(6).

Event description:
It was reported that the device experienced an event in which it did not infuse for more than 2¿5 seconds. The device delivered for approximately 2¿5 seconds and then indicated ¿completed infusion'. There was patient involvement, and no patient harm reported.